Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 165 units of insulin, and the insulin gauge displayed an initial fill estimate of over 120 units of insulin. However, the insulin gauge decreased to 60 units and then increased to 80 units. The customer's blood glucose level was 221 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.